Manufacturer narrative:
Trackwise ID: (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that the hst iii system (3.8mm), used for an coronary artery bypass procedure, tube was separated after loading the heartstring delivery system during CABG but the loaded seal was released during separation. The operation was completed using other h/s, and the operation was completed without any abnormal reaction such as bleeding of the patient.

Manufacturer narrative:
Trackwise # (B)(4) updated section: b4, g4, g7, h2, h3, h6, h10 the device was returned to the factory for evaluation on (B)(6) 2022. Photographs were provided by the account. A photographic inspection was conducted. Signs of clinical use and evidence of blood was observed on the delivery device. The white plunger was observed to be depressed. The blue safety lock was not observed in the photographs. The seal and tension spring was not observed as well in the photographs. An investigation was conducted on (B)(6) 2023. A visual inspection was conducted. The delivery device was returned outside the loading device with the white plunger depressed and the blue safety off, which allows for the white plunger to be depressed. The seal and tension spring assembly was observed loaded in the delivery device. The seal was observed to be deployed in a open state. No cracks or delamination was observed on the seal. The seal and tension spring assembly was removed from the delivery device with no physical or visual difficulties observed. No measurements of the delivery device were taken due to the presence of blood which indicates an attempt was made to introduce the device into the aorta. Based on the photographic inspection as well as the investigation results, the reported failure "fitting problem" was not confirmed. The lot # 3000259951 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a